Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A distributor reported an israeli female patient (unknown age and race) was being supported by an impella cp when the impella had low pump flows. "No pump flow in all p-level; motor current in range; purge fluid/purge pressure in range; well positioned; filled left ventricle (lv); va-ECMO supports with 2.5l; suspicion of thrombus in impella inlet cage/cannula; therefore discuss internal to change pump; the decision is still pending." There was no report of patient harm related to this event. No further details have been shared.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The product and data logs were not provided for investigation. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided.